Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
A report was received stating an endobronchial cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned endobronchial tube was evaluated for the reported "cuff won't deflate" issue. The reported event was not confirmed during evaluation of the device. Therefore, the reported issue was not confirmed as related to manufacturing process. All manufacturing controls were found to meet all quality requirements.